Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The de novo, concentric target lesion was located in the moderately tortuous and mildly calcified right coronary artery. After predilation, a 2.75x28mm synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal of device, it was noticed that the stent flared. The procedure was completed with a 2.75x28mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 2.75x28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal strut damaged; distorted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured using snap gauge which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The de novo, concentric target lesion was located in the moderately tortuous and mildly calcified right coronary artery. After predilation, a 2.75x28mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Upon removal of device, it was noticed that the stent flared. The procedure was completed with a 2.75x28mm non-bsc stent. No patient complications were reported and the patient's status was stable.